Event description:
Event description cpi received information that this implantable cardioverter defibrillator was explanted because during interrogation, the device emitted a constant tone and displayed a message indicating that the ICD had undergone a reset.